Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tip detaches within the catheter housing. It doesn't actually detach itself into the patient. The catheter itself remains intact. There was/is an issue with the weld at the tip point.

Manufacturer narrative:
Updated: ae or product problem from reported issue is both an adverse event and product problem to product problem. Updated: type of reportable event from serious injury to malfunction. Updated: describe event or problem. (B)(4).

Event description:
It was further reported that the tip detaches within the catheter housing. It doesn't actually detach itself into the patient. The catheter itself remains intact. There was/is an issue with the weld at the tip point.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the transducer distal housing was found detached from the drive cable. Evidence of the 6 weld points was found in the distal housing and drive cable. All the diameter measurements are within the specifications. It was observed that the catheter flushed normally. Impedance testing shows an electrical open at distal wave form. Full image characterization cannot be performed due to detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-05584. It was reported that tip detachment occurred. An ultra ice¿ diagnostic catheter was selected for use. During the procedure, the physician used the first ultra ice¿, however, it was noticed that the tip of ultra ice¿ was detached after long use and the catheter stopped spinning. Another ultra ice¿ was used but the same issue occurred. The procedure was completed with using the third ultra ice¿ diagnostic catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-05584. It was reported that tip detachment occurred. An ultra ice¿ diagnostic catheter was selected for use. During the procedure, the physician used the first ultra ice¿, however, it was noticed that the tip of ultra ice¿ was detached after long use and the catheter stopped spinning. Another ultra ice¿ was used but the same issue occurred. The procedure was completed with using the third ultra ice¿ diagnostic catheter. No patient complications were reported and the patient's status was stable.